Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: part :357.515. Synthes lot: 4489006. Suppliers lot: na. Release to warehouse date: 14 october 2002. Manufactured by: synthes brandywine. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. The product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the pin of the ball hex scrdriver 8 for ti fem nail fell apart, the pin was not returned for investigation, in addition a small section of the handle was broken, the remain piece was returned for investigation. A dimensional inspection was not performed due to post manufacturing damage. The observed broken condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As it is not possible to know in what part of the process the pin fell apart, the potential cause cannot be determined. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ball hex scrdriver 8 for ti fem nail would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed.

Event description:
It was reported that during a procedure on (B)(6) 2025, the pin fell out of the brown handle screwdriver, resulting in the handle portion spinning when trying to take out the connecting screw from the tfna. As a result, the t handle ball hex screwdriver had to be used which many of the surgeons do not prefer to use due to it hitting the patients hip when turning. There was no patient consequence.